Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp). The episode was triggered by a premature heartbeat that caused the device to misinterpret the heart rhythm. Technical review suggested that adjusting the sensing settings could help prevent similar events. No harm to the patient was reported, and the device remains in service.